Manufacturer narrative:
Results: the complaint of "erosion" was not confirmed. The leads were in good condition without any visible anomalies. All of the returned products passed conductivity and stress testing. No functional or physical anomaly that would contribute to the reported complaint were identified. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with two pns (off-label) leads from the same lot number. It was reported, the pt's pns leads were replaced because one of the leads was close to eroding through the pt's skin. Additionally, the physician electively replaced the pt's extension. There was alleged deficiency of the extension. The pt reported receiving satisfactory stimulation postoperative.